Event description:
It was reported that the setscrew on a posterior fixation system backed out approx six months post op.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.